Event description:
Event description guidant received information that this lead was surgically abandoned during a routine pacemaker replacement procedure due to lack of pacing at maximum outputs. It was noted that prior to the procedure, the lead was suspect due to high pacing thresholds, intermittent capture and a rise in impedance measurements, however, these were not out of range.